Event description:
Complainant alleged that while monitoring a pt (age unknown) being treated for supraventricular tachyarrhythmias, the display turned green, resulting in the ECG display to be unreadable. The clinicians were able to obtain another device to monitor the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.